Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: during investigation, a review of the pump¿s black box showed that the data begins on (B)(6) 2014. Due to continuous use of the pump, the black box data and histories for the event on (B)(6) 2013 have been overwritten. The available information showed no warnings or alarms associated with the complaint. The total daily doses calculated correctly and reflected the user's programmed basal rates. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately. The battery cap was not returned with the pump. A new test cap was able to tighten to the pump and was used to complete all testing. The issue of inaccurate delivery was not able to be duplicated because the pump information for the complaint date had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient¿s dad/reporter contacted animas on behalf of the patient to report that the patient had low blood glucose in the 40 mg/dl range. Reportedly, the patient had low blood glucose for the past 3 days and has symptoms described as ¿just feel low.¿ at the time of concern, the patient took 19 gram of carbohydrate to resolve his blood glucose reading to 100 mg/dl. The reporter has been working with the patient¿s healthcare provider to adjust the patient¿s basal regimen, insulin to carbohydrate ratio, and insulin sensitivity factor. The reporter attributed the patient¿s low blood glucose to the patient¿s changes in hormones and growth spurt. At the time of the call to animas, the patient remained on the subject pump to manage his diabetes. The reporter did not have the subject pump for troubleshooting at the time of concern. Animas made 3 attempts to contact the reporter back to obtain more information but was not successful. This complaint is being reported due to unresolved insulin delivery issue. The serious injury is being ruled out due to diabetes management as the patient¿s insulin regimen and a diabetes management criterion is still under assessment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.